Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to insert the catheter through the compression sleeve was inconclusive due to the nature of the returned sample. The product returned for evaluation was one 4fr s/l groshong connector. The proximal connector segment was received. The distal segment, including the compression sleeve was not returned for evaluation. Advancement of a non-complainant 4fr groshong catheter onto the connector cannula was successful and unremarkable. Attachment of the sample to a non-complainant distal connector segment was successful and unremarkable. No issues were discovered during evaluation of the returned sample; however, the compression sleeve containing distal segment was not returned for evaluation. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "the PICC catheter placement room of hospital placed a catheter in one patient from oncology department in the afternoon of january 19, 2021. Initially, the extension tubing supplied with the 7617405 catheter (lot. Redr1628) was attempted to be connected with the catheter. However, the strain relief was unable to pass through the catheter due to intra-lumen abnormalities. And even guide wire could not pass through it. Careful observations indicated water drop-like foreign matters inside. Immediately replaced it with a spare separately-packaged extension tube and the catheter placement was completed successfully. The operator notified us that there was no improper human operations and the event was caused by a product quality problem."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1628 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the PICC catheter placement room of hospital placed a catheter in one patient from oncology department in the afternoon of (B)(6) 2021. Initially, the extension tubing supplied with the 7617405 catheter (lot. Redr1628) was attempted to be connected with the catheter. However, the strain relief was unable to pass through the catheter due to intra-lumen abnormalities. And even guide wire could not pass through it. Careful observations indicated water drop-like foreign matters inside. Immediately replaced it with a spare separately-packaged extension tube and the catheter placement was completed successfully. The operator notified us that there was no improper human operations and the event was caused by a product quality problem."